Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia.

Event description:
Reference number (B)(4) event occurred in the australia. On (B)(6) 2024, it was reported that the infusion set was leaking. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.